Event description:
The consumer allegedly got stuck in the tilt and smelled the scent of electronic's smoke. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp (B)(4) is approximately 2 years 4 months old. The user manual part number 1023891 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Evaluation completed by invacare quality. A visual inspection revealed severe overheating damage to fet's q80-83, pcb and surrounding components. Additional, fet's q62 & q63 measured short when checked with an ohmmeter. Q60 & q61 measured good. The damage to the tram was most likely due to an overvoltage or overcurrent condition at the output leading to the eventual overheating damage of the components. All overheating damage was contained within the metal enclosure. The damage led to the eventual failure of the unit to drive the actuators.